Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm. The customer¿s blood glucose level was 5.6 mmol/dl. The customer was assisted with troubleshooting and found that the power error alarmed reoccurred within a week. Customer were able to rewind the insulin pump during troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and displacement test. Insulin pump received power error due to connector resistance issue.